Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 28-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 20-mar-2018 with the following findings: during investigation, moisture was found in the battery compartment with a leak. The battery compartment was cracked from the threads to the case seal left of the grip pad. The pump was opened to find moisture on all internal components.